Event description:
It was reported that the patient experienced bleeding issues from the right groin post-implant. The events were reported as related to the implant procedure and the introducer. The introducer was part of the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).